Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment and patient outcome were not reported. Pd therapy was discontinued at present. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in may2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.